Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was inserted and high threshold measurements were observed. The rv lead repositioned and the helix began extending after 8 turns and was fully extended after 15 turns. Measurement testing was performed and there were poor amplitude measurements and impedance measurements of 1,000 ohms. As a result, the rv lead position was changed. Appropriate measurements were not obtained and multiple repositioning attempts were made. After the third helix extension, the helix would not extend after 20 rotations, but slightly extended after 30 turns. Attempts were made to reposition the lead, however, the helix could not extend at all. The rv lead was removed from the body and the helix extended without issue. Therefore, the rv lead was again inserted into the patient, but the helix would not extend. It was indicated that after 40 rotations, the rv lead fractured. As a result, a new rv lead was used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.